Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance, high shock impedance measurements and loss of capture (loc) as the lad was found out to be fractured. The device was turned off and there was no plan to extract the lead. The lead remains in service. No adverse patient effects reported.